Event description:
It was reported that on the 4th day of the npwt utilizing a pico, it was noticed the pump has not worked. It is unclear when the pump stopped. When the batteries were exchanged, all indicator lumps once flashed, however the pump did not start again when the start button was pressed. The treatment was stopped about 24 hours until the backup pico7 was delivered to the hospital. No patient harm. The pump will be returned for investigation.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No other errors were detected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.